Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately calcified right coronary artery. After a 32 x 3.50mm promus premier¿ drug-eluting stent was deployed, the physician was about to post dilate the stent. However, stent deformation at the distal portion was noticed. Another of the same stent was then deployed to avoid any complications in the future. The procedure was then completed. No patient complications were reported and the patient's status was stable.